Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.

Event description:
It was reported that the load fill tubing process initiated on its own without user input. Customer's blood glucose level was 144 mg/dl. Tandem technical was unable to confirm the reported issue as customer did not have pump data available for review. Additionally, customer believes they possibly inadvertently initiated the fill tubing process; however, customer was unable to verify. Reportedly, the customer continued to use the pump for insulin therapy.